Event description:
It was reported that the user received an occlusion alert on the ilet pump using a cartridge-driven infusion set and experienced persistent hyperglycemia despite the pump delivering correction doses; the user performed troubleshooting including disconnecting to confirm drops from the connector, and later performed a site-only change after which blood glucose decreased from a reported peak around 500 mg/dl to 384 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a medical device problem characterized as lack of effect and the device component impact not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.